Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. A type ia endoleak was detected at final angiogram with no infolding of the sealing rings. An aortic balloon was inflated for sixty (60) seconds and forty (40) minutes after polymer mix. The endoleak then appeared slightly smaller but still unresolved. The physician elected to conclude the procedure and monitor the patient. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported intraoperative type ia endoleak event was unconfirmed due to a lack of relevant medical imaging. Whereas the type ia endoleak could not be confirmed; however, the severely thickened calcifications in the aortic neck could have compromised the proximal seal. Device, user, procedure or anatomy relatedness of this event could not be determined. The final patient status was reported to be under surveillance. The device remains implanted; therefore, a device evaluation cannot be completed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: g1,2: contact office/name: updated. H6: patient code - remove 3191. H6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.